Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4),implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving dilaudid 3.5mg/ml via an implantable pump. The indications for use were malignant pain and other carcinoma. The patient experienced an overdose with dialudid 2 weeks after implant when the saline was removed and the it medication was put in the pump. The patient was light headed and had the dry heaves. The patient went back to the clinic and the physician had asked the patient how the patient was and the dose was adjusted. Per the patient the overdose was taken care of.